Event description:
The user facility reports one incident of a cracked luer connector on the heparin line during pt treatment. Ebl=200-300 cc. No pt injury or need for medical intervention is reported. A new line was set up to complete treatment. MDR is filed for blood loss only.